Manufacturer narrative:
This is one of three device reports associated with this event # 1225714-2014-03915, 1225714-2014-03916 and 1225714-2014-03917.

Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event and subsequently expired after the use of the product. The alleged event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of three device reports associated with this event # 1225714-2014-03915, 1225714-2014-03916 and 1225714-2014-03917. Additional information requests for complete details regarding the event have been made and upon receipt will be submitted accordingly. Note this is a corrected supplemental report for f/u 1 submitted on june 24, 2015.

Event description:
The plaintiffs attorney alleged the patient experienced a sudden cardiac event and subsequently expired, which is alleged to have been caused by the product during dialysis treatment.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2009 after use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs 1225714-2014-03915 and 1225714-2014-03916.